Event description:
It was reported that during an exercise stress test, the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Subsequently, the s-ICD was reprogrammed from the primary to the secondary sensing vector. Technical services (ts) was contacted, and ts discussed the stress test. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating a transvenous device was implanted as the r-wave of the s-ICD degraded over time due to bundle branch block. The s-ICD was surgically abandoned and replaced with a transvenous device to avoid inappropriate shocks. No additional adverse patient effects were reported.

Event description:
It was reported that during an exercise stress test, the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Subsequently, the s-ICD was reprogrammed from the primary to the secondary sensing vector. Technical services (ts) was contacted, and ts discussed the stress test. The s-ICD system remains in service. No adverse patient effects were reported.